Manufacturer narrative:
Examination of the returned device confirms the reported event of a missing metal insert from the trial. The disassociated insert or mating trial was not returned for evaluation. With the provided information, the root cause of the disassociation of the metal insert is unknown. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The metal bushing came out of the attune shim and stuck to the spring on the articulating surface.